Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. The sensor was reprogrammed to perform sim vivo testing (simulation of the electrical signal produced by the sensor tail) while in the test fixture. All results were within specification. Additional testing has been performed for this issue and poise voltage testing was within specification. No malfunction or product deficiency was identified. Issue is not confirmed. The dhrs (device history record) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. This report is related to FDA MFR report # 2954323-2025-22623. Adc received information in which it was clarified that the adverse event was related to a sensor error message with the adc device. It was previously reported to adc that the adverse event was related to low readings of the adc device. Per the clarification, no further reports will be submitted under FDA MFR report # 2954323-2025-22623. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A sensor error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. It was reported that the customer's sensor was showing low readings, then a sensor error occurred and no further readings could be obtained. The customer reported that they were "not in control" and experienced a loss of consciousness. The customer was unable to self-treat and was administered glucose from a non-healthcare professional and an ambulance was called. A healthcare meter result of 30 mg/dl was obtained and the customer was treated with glucose by the healthcare professional (hcp) for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.